Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found to have a drop of hemoglobin after lab results noted levels of 6.5 from 8.0. The patient reported recently experienced tarry stools and feeling weak. The patient was admitted to the ER. The treatment for the event included 2 unit of packed red blood cells (prbcs). A edg was performed and noted no active bleeding in the stomach. The patient was transfused with IV ppi. No further information was reported